Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) has confirmed that the c and d cable had broken wires at the connector area. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had check pad messages.